Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient experienced hyperglycemia with blood glucose measuring 600 mg/dl with symptoms suggestive of hyperglycemia of nausea and vomiting. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Details regarding the treatment of the patient were not provided. The reporter stated that the pump experience absence of occlusion alarm. The pump was replaced at the insistence of the health care provider. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy associated with the absence of an occlusion alarm; a protection against a fault allegedly malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016: device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: review of the pump history showed no evidence of any occlusion alarms. The black box data revealed a record of a loss of prime event on (B)(6) 2016 14:29; deliveries were never resumed. The pump was returned with all sound features set to ¿high¿ and the temp basal set to ¿off¿. On investigation, the pump powered on to the verify screen with functioning audible & vibratory features. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within range. The pump was exercised for 24 hours with no ¿occlusion¿ alarms occurring. The pump was manually occluded during the investigation and correctly displayed an "occlusion alarm" message on the screen along with vibrate and audible alarm notification. The occlusion alarm feature was found to be functioning properly. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be discolored.